Event description:
Pacing failure. Unable to produce a wave flow.

Manufacturer narrative:
The actual device in this incident was returned to the MFR to be evaluated. The returned unit passes all continuity testing and was noted to function properly. No defects were noted in the returned unit. No specific conclusions can be drawn.